Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Fracture displacement (secondary displacement) 3-part g. Tuberosity. Follow-up x-rays done on (B)(6) 2015: secondary displacement, removal of device on (B)(6) 2015 and radiostereometric analysis. Device replaced by a reverse arthroplasty device. No further impact to patient has been reported.